Manufacturer narrative:
The device evaluation showed that the scissor was used to cut a hard object. The packer/chang iol cutters are indicated to cut only soft foldable lenses.

Event description:
The facility reported that the packer/chang iol cutter broke in the patient's eye while cutting an iol. The broken piece was removed. Upon follow-up with the patient, the there was thought to be some hyphema and bleeding.